Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Please note that portions of the lead were returned on two different dates. The portions of the leads were evaluated independently upon their initial receipt. The first portion of the lead was returned on 02/01/16; analysis results were included in supplemental report: 3010215456-2016-02455-01. This report is including analysis for the most recent return of the lead for which final analysis found that only the connector portion was received. The damages found were consistent with that occurring at the time of explant. No other anomalies were noted. The cause of the lead dislodgement could not be confirmed.